Event description:
It was reported that the right atrial (ra) lead dislodged as confirmed by x-ray. The patient experienced ventricular pacing. Thresholds increased to high levels and there was intermittent capture at high output. The lead was not able to be repositioned so the lead was explanted and a new lead implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.